Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached needle was confirmed, but the exact cause of the damage could not be determined from the photograph that was provided for investigation. The photo showed a powerglide deployment system with what appeared to be the guidewire extending from the housing. The housing was shown with the guidewire push-off button in the extended position. The inside of the housing was not visible since the white cover of the housing was upright. The clear portion of the housing was facing downward away from the camera. The needle cannula was separated from the housing. The pink wings and safety mechanism were positioned at the proximal end of the needle cannula. Since the damage was observed in the photograph, the complaint was confirmed, but the physical condition and functional testing could not be evaluated without the physical sample. A lot history review (lhr) of reer1149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "accessed vein like normal - deployed guidewire, felt stiff when pushing in - entire needle deployed into vessel. Went ahead and withdrew the needle out. Was able to save the catheter" additional information: "this was an (B)(6) being treated for a non-surgical arm fracture. She was a post code who eventually succumbed to her illness." (B)(6) 2021 the guidewire was found to be damaged and the needle cannula was detached from the housing.